Event description:
The affiliate alleged the customer reported ten pts experienced eye inflammations after cataract operations. One of the ten pts received a second operation and was hospitalized for one day. Within six months, several pts developed bacterial infections and inflammation after the completion of the procedures. The type of bacteria is unk. The affiliate stated that the doctor did not think the inflammations were caused by the infection. The doctor stated that if the inflammations were caused by the infection, there would be damages on the corneas; no damages were present. The doctor suspected that the residual materials in the lumen of the hand pieces caused the inflammations. It is not known if any medication was prescribed to all ten pts. The pts recovered after a minimum of two days, post surgery.

Manufacturer narrative:
Eye contact - conclusion: the affiliate stated the customer washed the hand devices with high concentration alcohol, which caused the protein coagulation in the lumen of the hand devices. It does not appear that the customer followed the minimum sterilization requirements, as indicated in the sterrad instructions for use (IFU). Per MFR, the hand devices are not compatible with the sterrad unit. The hand devices possessed an inside diameter or 0.3mm, which is outside the labeling claims for sterrad use. In addition, an attachment to the hand device is intended for single-use, but was reused in this case. Re-sterilization of single-use devices is contraindicated for sterrad. The affiliate stated that the unit has been in normal operation and no anomalies were present. Reference mdrs: 2084725-2009-00190, 2084725-2009-00192, 2084725-2009-00193, 2084725-2009-00194, 2084725-2009-00195, 2084725-2009-00196, 2084725-2009-00197, 2084725-2009-00198, 2084725-2009-00199.